Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5 reference MFR. Report#: 1627487-2018-12001, 1627487-2018-12002, 1627487-2018-12011, 1627487-2018-12012. It was reported that the patient's scs system is to be revised for reasons unknown at this time. Both systems are being listed as it is currently unknown which system is to be replaced.

Event description:
Device 3 of 5 reference MFR. Report#: 1627487-2018-12001, 1627487-2018-12002, 1627487-2018-12011, 1627487-2018-12012. Additional information received identified the patient experienced a lead fracture. Reportedly, the ipg was electively upgraded. The patient has only one system.